Manufacturer narrative:
Event site postal code and state: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the blood pressure cable set from the customer spare parts and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during a weekly routine check, the sys 98xt intra-aortic balloon pump (iabp) customer stated that the blood pressure signal did not show up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a weekly routine check, the sys 98xt intra-aortic balloon pump (iabp) customer stated that the blood pressure signal did not show up. There was no patient harm reported.